Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was under general anaesthetic, the guide wire and extension for guide wire were inserted and as per the process within the surgical technique, began to place the 8mm distraction sleeve; 03.630.108 - distraction sleeve ø 8 mm, over the extension for guide wire. Subsequently, there was difficulty in inserting the distractor, with the distractor refusing to slide over the extension for guide wire. The 8mm distraction sleeve was removed and identified that the tip of the distractor was damaged, and could not be further used. As a result, the surgeon was unable to complete the procedure using the loan instrument set. Fortunately, another instrument set was available at a nearby hospital and a critical incident was averted. The surgery was prolonged about 20 minutes. The instrument had been damaged before surgery and was only identified at being damaged when it was being used. No harm came to the patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Results code removed from initial, and replaced/add code to fu. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. This report is for unknown mandible distraction devices/unknown lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.